Manufacturer narrative:
The customer care team have contacted the customer to gather as much information as possible for the investigation. To remind the customer, an automated system sends out two follow-up messages so that they are encouraged to respond. In this instance the customer care expert (cce) also sent an additional follow-up email to the customer and a response was still not received. Therefore, it cannot be definitively concluded that the pump caused pain thus leading to mastitis. If any information is received from the customer, which supports the investigation, a follow up report will be sent. Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection.

Event description:
Customer reported on 09 dec 2023 from nl that every time she used the elvie pump it would cause her pain. Customer alleged that this led her to get mastitis. The customer care team have contacted the customer to gather as much information as possible for the investigation. The customer has not responded to further questions and has become unresponsive. It is therefore unknown whether medical treatment was required.